Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/30/2021. H.6. Investigation: one video and five samples were received by our quality team. From the video, it was observed that the plunger was difficult to draw but the team was unable to determine if there was a coring needle. The returned samples were used and solution was observed inside the syringe. The samples observed to have a clogged cannula. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable cause of this non-conformance could be an air leak at the reject cylinder solenoid valve. The air leak causes the reject cylinder to always be at the extended position. With the air leak, the reject cylinder is unable to retract back on time which results in an intermittent failure to reject the detected clogged needle. H3 other text : see h.10.

Event description:
It was reported that 8 syringe 10ml ll 21ga 1-1/2in tw were clogged during use. The following was reported by the initial reporter: "it was reported via email: customer encountered 5 units of occluded product event description per attached email states: hospital staff reported a product complaint through phone to baxter product specialist on 9 february 2021 to notify of 5 units of (product code: 302153 serial number: (B)(6)). The patient cannot draw the saline from the red infusion port of novaline using these syringes. The patient suspected after puncture the infusion port, the needle is jammed by particulate. The occurrence date is (B)(6) 2021 the issue found during use patient-involved - no patient impact and no medical intervention. (I.e. Non ae) the actual sample is available for investigation local reference no. (B)(4). Baxter reference number - (B)(4). Questions/inquiries:-confirm patient harm and notate in event desc per attached statement above"

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 8 syringe 10ml ll 21ga 1-1/2in tw were clogged during use. The following was reported by the initial reporter: it was reported via email: customer encountered 5 units of occluded product. Event description per attached email states: hospital staff reported a product complaint through phone to baxter product specialist on (B)(6) 2021 to notify of 5 units of product code: 302153 serial number: (B)(4). The patient cannot draw the saline from the red infusion port of novaline using these syringes. The patient suspected after puncture the infusion port, the needle is jammed by particulate. The occurrence date is (B)(6) 2021 the issue found during use patient-involved - no patient impact and no medical intervention. (I.e. Non ae) the actual sample is available for investigation local reference no. (B)(4). Baxter reference number - (B)(4). Questions/inquiries:-confirm patient harm and notate in event desc per attached statement above".